Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was selected for use. However, it was noted that the wire was broken and the balloon was faulty. No patient complications were reported.